Event description:
It was reported that the patient had flows of about 5.0 lpm then later had acute low flow alarms and appear on the clinical screen. Log files were submitted for review and captured sudden low flow events at 1839 on (B)(6) 2025 with flows to be noted as low as 2.4 lpm. The pump powers dropped from baseline of 6w to 4w and the pulsatility index values dropped from baseline of 5 to 1.2. Possible obstruction was suspected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of potential obstruction could not be confirmed based on this evaluation. Analysis of the submitted log file confirmed the report of sudden low flow alarms; however, a specific cause for these events could not be conclusively determined. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. The submitted log file captured low flow hazard alarms. These events were triggered due to a sudden drop in pump flow below the low flow threshold of 2.5 lpm to 2.4 lpm. The log file also captured pulsatility index (pi) dropping to as low as 1.9 and power decreasing from 6.3 to 4.7 watts (w) during these events. A specific cause for the change in pump parameters cannot be conclusively determined. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues have been reported at this time. The heartmate ii left ventricular assist device (lvas) instructions for use (IFU), and the heartmate ii patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 1, ¿introduction¿, lists potential adverse events, including thromboembolic events, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations that may result in a low flow hazard alarm, including changes in patient conditions. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.